Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an 0x6a alarm, indicating that an occlusion occurred during runtime. Puncture marks were observed on the bottom housing air vent, although no damage to the internal components or fluid was observed inside the device. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was observed to exit a hole in the soft cannula at the tip of the formed needle. No evidence was found that would result in the cannula dislodging or the generation of an occlusion alarm; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 378 mg/dl while wearing the pod between 36 and 48 hours. They noticed that the cannula was dislodged from the infusion site (arm). The cannula was also found to be bent. Insulin was given and a new pod was applied after the event.